Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and unique identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient experienced a red heart alarm. However the history is clear and the system self test revealed no issues. The patient reported being asymptomatic and the alarm occurs when in a relaxed position. Log file analysis observed a no external power alarm while the patient was supported on batteries and mobile power unit (mpu). There were no other unusual events seen within the log file. No further information was received.

Manufacturer narrative:
Investigation conclusion: evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for these findings and a direct correlation to the patient¿s mpu could not be conclusively established. The submitted log file contained data from 02nov2018 to 06dec2018. The fixed speed was set to 9000 rpm and the pump remained above the low speed limit of 8600 rpm for the duration of the log file. On (B)(6) 2018 at approximately 8:34 am the log file recorded a no external power alarm when the rsoc dropped from the expected 12v down to 3.9v. On (B)(6) 2018 the log file recorded, at 12:17 am and 8:51 am, two additional no external power alarms when the rsoc dropped from the expected 12v down to 4.6v and 5.0v respectively. The system operated on the backup battery (ebb) during all no external power events and there was no interruption in pump function. The alarm each resolved when ac power was restored to the patient¿s mpu. Although a direct cause for the no external power alarm could not be conclusively determined through this evaluation, it appeared to be the result of a loss of ac power to the patient¿s mpu, which is consistent with the report of power outages at the patient¿s home. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event description: additional information.

Event description:
Additional information: it was reported that the serial number of the mobile power unit (mpu) was not available. The center reportedly had all v-lock connectors on the ac power cords for all their mpu units. The patient reported having power outages at home. It was reported that there were no battery issues and no equipment was exchanged.